Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of thursday, (B)(6) 2025, around dinner time, the patient began receiving ¿low¿ and ¿urgent low¿ glucose readings on both her cgm receiver and mobile app. The patient uses a tandem t:slim insulin pump in modified closed-loop mode. At that time, she had not yet confirmed the readings with a fingerstick and began consuming carbohydrates and sugar to raise her glucose levels. By the morning of friday, (B)(6) 2025, the cgm continued to display ¿low¿ and ¿urgent low¿ readings. The patient continued consuming carbohydrates and sugar. That evening, she began experiencing symptoms including dizziness, excessive thirst, and frequent urination. She then performed a fingerstick test, which displayed a ¿high¿ reading (exact value not provided), in contrast to the cgm¿s continued ¿low¿ readings. On saturday morning, (B)(6) 2025, the cgm still displayed ¿low,¿ while the fingerstick continued to read ¿high.¿ during unrelated lab work that day, her blood glucose was measured at 852 mg/dl. Her physician contacted her and advised her to go to the emergency room. The patient was presented to the ER on sunday morning,(B)(6) 2025, at approximately 6:30 am. At that time, the cgm still displayed ¿low,¿ while the bgm reading remained high. The cgm sensor was removed. She was treated with two bags of IV fluids and a high dose of fast-acting insulin. After 4¿5 hours of monitoring, her blood glucose stabilized, and she was discharged with a bgm reading of 305 mg/dl. At the time of the report, the patient was reportedly doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator from (B)(6) 2025 through (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.